Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were in hospital due to high blood glucose on (B)(6) 2018 with blood glucose of 710 mg/dl. The customer did experience the symptoms such urinary tract infection and bronchitis. The customer treated high blood glucose with antibiotics, humalog manually. Troubleshooting was done for high blood glucose and under delivery. The insulin pump will not be returned for analysis.